Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the occluder head closed automatically without any interaction from the perfusionist (ccp) on the central control monitor (ccm). The slider position on ccm was still 100%. The device was not changed out, as the venous line was removed from the occluder head and the venous returned was controlled manually. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.

Manufacturer narrative:
A third-party service performed a full check (B)(4) 2014, who recommended sending the device to the manufacturer for further testing. Software data logs were received by the manufacturer on (B)(4) 2014 for further evaluation. Review of the data logs does not confirm the reported complaint. There is no indication of a problem in the log file on the reported date problem occurred: (B)(6) 2014. On (B)(6) 2014, the occluder was set to full close with the tube removed (linear position = 867). Tube was then installed causing an unexpected stall (at 10:07:04) when the occluder slider was pulled down. This does not indicate a problem with the occluder either. This complaint is related to MDR #1828100-2014-00450 (same issue, different system and date).